Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that asystole and cardiac protection could not be reliably detected from the monitor during an operation. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported that asystole and cardiac protection could not be reliably detected from the monitor during an operation. The device was in use on a patient. There was no report of patient or user harm. The philips technical consultant (tc) was unable to confirm the reported issue. The tc tested the device and it was noted to be operating to specifications at the time of the testing. The exact cause for the reported issue could not be established. The device remained on site.